Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's blood glucose level was estimated over 600 mg/dl with moderate to large ketones. The elevated bg was addressed by a correction injection via manual insulin therapy. The customer continued to use the pump for insulin therapy.